Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power up. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported issue. Physio replaced the power pcb assembly. After the device passed performance inspection procedure, it was returned to the customer. During further evaluation of the removed power pcb assembly, it was determined that a shorted filter line capacitor, designator fl10, was the cause of the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power up. There was no report of patient use associated to the reported event.